Event description:
A dealer called to report an event of where the device was in slow mode. Upon inspection, the rectangular switch located under the seat looked cracked down the center and the switch was missing. The parts have been ordered for full repair. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Of note: if any further information is received on this incident a supplemental report will be filed.